Event description:
The customer reportedly obtained blood glucose results of 39 mg/dl and 270 mg/dl within 10 minutes on the accu-chek voicemate system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.